Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was performed on (B)(6) 2013. The revision surgery was performed due to the patient having poor range of motion, pain and scar tissue. The surgeon removed the femoral component, tibial insert and bolt. The surgeon excised the scar tissue, then implanted a ps cemented femur, ps tibial insert and bolt. The surgeon also performed soft tissue release and balancing.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.